Event description:
According to the reporter: the device slipped on the tissue. The staples were also malformed. The surgeon opened and used another stapler to correct the issues without any problem. The surgeon stapled over the previous staple line to correct the issue causing unanticipated tissue loss.

Manufacturer narrative:
(B)(4).